Manufacturer narrative:
Arjo was notified of an event involving the miranti bath chair. A patient was preparing to take a bath while sitting on the left side of the miranti stretcher and was about to remove their shorts when the device tilted, causing the patient to fall to the ground and the miranti to tip over. The caregiver found that at the time of the event, the lift was fully lowered and the brakes were on. The patient complained of pain in their left arm, but medical intervention was not required. The device was inspected by an arjo technician. No malfunction was found. The arjo technician was unable to tip the lift over. It was indicated by the arjo technician that the event was a result of operator error and that the patient sat closer to the edge of the miranti stretcher. He suggested that when the patient sat down, there was a sudden shift of weight on the device, causing the miranti to tip over. The instruction for use (IFU) informs users about proper miranti usage and includes also many drawings showing a patient position on the device (04.ce.02_13): "warning: to avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened." "Note: make sure the resident is positioned correctly on the stretcher." The device inspection did not reveal any malfunction and it was not possible to confirm the reported scenario. However, it seems that the root cause of the event might be related to incorrect position of the patient on the miranti bath lift. The miranti was used for resident handling at the time of the event and in that way contributed to the event. The device evaluation revealed that the device was up to manufacturer¿s specification. This complaint was decided to be reportable due to indication of a device tipping with a resident on it, which resulted in a minor injury occurrence.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The UDI number is not available as the device was manufactured before UDI implementation.

Event description:
Arjo was notified of an event involving the miranti bath chair. It was reported that a patient was preparing to take a bath. The patient was in a sitting position on the left side of the miranti stretcher and was about to remove the shorts when the device tilted to the side, causing the patient to fall to the ground and the miranti to tip over. The caregiver found that at the time of the event, the lift was fully lowered and the brakes were on. The patient complained of pain in their left arm, but medical intervention was not required. The device was inspected by an arjo technician. No malfunction was found.